Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported via webform that a ¿scan again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness and received unspecified medical treatment from a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported via webform that a ¿scan again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness and received unspecified medical treatment from a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.